Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (concentration and dose unknown) via an implanted pump. It was reported the patient had a new pump implanted (old one removed due to normal battery depletion) and the swelling still had not gone down at all after three weeks. It was noted the patient had memory issues (not related to his device or therapy). The patient was trying to give himself a bolus but was unable to and would get an "x" on his 8835. The patient¿s wife then came and told the patient that he received a new handset and communicator so he was not supposed to be using his old ptm anymore. The patient¿s son was going to come over and teach him how to use the new handset to deliver a bolus. Patient services offered to instruct the patient on how to do so but the patient said he would wait for his son to show him. The patient was redirected to the hcp for swelling of his implant. The event date was (B)(6) 2020. No further complications were reported. Additional information was received from the consumer indicated that an infection occurred. It was reported that the patient was given antibiotics and that the infection was not yet completely gone. It was noted that a refill was scheduled for (B)(6) 2020. No further complications have been reported.